Manufacturer narrative:
Method - actual device not evaluated (B)(4). Results - no results available since no evaluation performed (B)(4). Conclusion - unable to confirm complaint (B)(4). (B)(4). It was reported that a patient underwent an atrioventricular nodal reentrant tachycardia (avnrt) procedure with a coolflow pump and a stockert 70 system and there was a high flow rate deactivation problem. The coolflow pump was automatically flowing at a high flow rate of 30ml/min in stand-by mode and during ablation. They exchanged the coolflow interface cables and exchanged pumps and the issue persisted. As soon they rebooted the stockert 70 system, the pump displayed ch then began flowing at 30ml/min. They disconnected the interface cable from the back of stockert 70 system and then the pump flowed normally. They switched the generator to the smartablate generator. The procedure was continued with no patient consequence. Repair follow-up was performed and the device will not be shipped for service. Service was declined. Complaint was unable to be confirmed. The device history record (DHR) review verifies that the device was manufactured in accordance with documented specification and procedures.

Manufacturer narrative:
The serial number originally reported was unknown. On (B)(6) 2015 the serial number of (B)(4) was provided. (B)(4).

Manufacturer narrative:
The hardware investigation has begun but it has not been completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Since the serial number was unknown, the full UDI number can not be provided. (B)(4).

Event description:
It was reported that a patient underwent an atrioventricular nodal reentrant tachycardia (avnrt) procedure with a coolflow pump and a stockert 70 system and there was a high flow rate deactivation problem. The coolflow pump was automatically flowing at a high flow rate of 30ml/min in stand-by mode and during ablation. They exchanged the coolflow interface cables and exchanged pumps and the issue persisted. As soon they rebooted the stockert 70 system, the pump displayed ch then began flowing at 30ml/min. They disconnected the interface cable from the back of stockert 70 system and then the pump flowed normally. They switched the generator to the smartablate generator. The procedure was continued with no patient consequence. The issue of the high flow rate not deactivating was assessed as a reportable malfunction since potentially this issue can lead to patient volume overload. This issue is being conservatively reported under both the coolflow pump and the stockert 70 system.